Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test. Pump received with cracked battery tube threads, cracked case battery tube and cracked reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.